Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 530 mg/dl. Customer stated cannula was bent and before set change blood glucose was 124 mg/dl. The customer was treated with insulin pump for high blood glucose. Customer declined to troubleshooting for high blood glucose and bent cannula. The device will not be returned for analysis.